Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported implant at tooth site 21 was removed due to a fracture.